Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (slda) was due to challenging anatomy (large leaflet flail). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented with grade 4+ mixed mitral regurgitation (mr), flail, and prolapse p2. During a mitraclip procedure, after an xtw clip was deployed, a single leaflet device attachment (slda) was observed. The anterior leaflet was detached. An additional xtw clip was implanted to stabilize the slda. The mr was reduced to grade 1. Per the physician, the slda was possibly caused by the large flail and the anterior leaflet having less than 10 mm in the clip arms. There were no adverse patient effects or clinically significant delay. No additional information was provided.